Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in a 22-year-old female patient who had essure (ess205) (batch no. 624486) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Concurrent conditions included polycystic ovarian syndrome, dysfunctional uterine bleeding and menometrorrhagia. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain."). The patient was treated with surgery (salping. (Bilateral), d and c). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pelvic pain and abdominal pain had resolved and the dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for gen. Abnorm. Bleed, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse) and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: occlusion of both fallopian tubes by essure device placement.. Lot number: 624486, manufacturing date: 2007-05, expiration date: 2009-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in a 22-year-old female patient who had essure (ess205) (batch no. 624486) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Concurrent conditions included polycystic ovarian syndrome, dysfunctional uterine bleeding and menometrorrhagia. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), adenomyosis ("adenomyosis") and menometrorrhagia ("menometrorhagia") and was found to have weight increased ("weight gain."). The patient was treated with surgery (salping. (Bilateral), d and c/hysteroscopy/endometrial fulguration). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pelvic pain and abdominal pain had resolved and the dyspareunia, weight increased, adenomyosis and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, adenomyosis, dyspareunia, genital haemorrhage, menometrorrhagia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for gen. Abnorm. Bleed, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse) and weight gain. Discrepency noted: as per mr date(s) of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: occlusion of both fallopian tubes by essure device placement. Lot number: 624486 manufacturing date: 2007-05 expiration date: 2009-04. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pfs received. Reporter information, event: "menometrorrhagia " , "adenomyosis" added and rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in a 22-year-old female patient who had essure (ess205) (batch no. 624486) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Concurrent conditions included polycystic ovarian syndrome, dysfunctional uterine bleeding and menometrorrhagia. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), adenomyosis ("adenomyosis") and menometrorrhagia ("menometrorhagia") and was found to have weight increased ("weight gain."). The patient was treated with surgery (salping. (Bilateral), d and c/hysteroscopy/endometrial fulguration). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pelvic pain and abdominal pain had resolved and the dyspareunia, weight increased, adenomyosis and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, adenomyosis, dyspareunia, genital haemorrhage, menometrorrhagia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for gen. Abnorm. Bleed, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse) and weight gain. Discrepency noted: as per mr date(s) of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: occlusion of both fallopian tubes by essure device placement.. Lot number: 624486 manufacturing date: 2007-05 expiration date: 2009-04. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in a 22-year-old female patient who had essure (ess205) (batch no. 624486) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Concurrent conditions included polycystic ovarian syndrome, dysfunctional uterine bleeding and menometrorrhagia. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain."). The patient was treated with surgery (salping. (Bilateral), d and c). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pelvic pain and abdominal pain had resolved and the dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for gen. Abnorm. Bleed, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse) and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: occlusion of both fallopian tubes by essure device placement. Most recent follow-up information incorporated above includes: on 7-dec-2020: medical record received. Lot number, reporters information and medical history added. Essure model no updated from ess305 to ess205. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain."). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pelvic pain and abdominal pain had resolved and the dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for gen. Abnorm. Bleed, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse) and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified): result- unknown.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet received. New events added: gen. Abnorm. Bleed, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse) and weight gain were newly added. Patient demographic information updated. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.